Event description:
It was reported that there was a separation of the female connector (dark blue) of a minicap transfer set; further described as the dark blue part came apart. This occurred while trying to disconnect from the patient line after peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: initial reporter address: (B)(6) hospital. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.